Event description:
New needles received from quest diagnostics are not safe for patient care. The butterfly needles are not easily assembled (lose needle that transfers blood into tube easily) or disarmed. Very difficult to close needle with one hand. When removing the sheath from the vacutainer needle (to expose the rubber cover), it consistently dislodges from the tubing, and falls to the floor.